Event description:
The pt was undergoing a sigmoid colectomy. Resection sites were identified, and following resection, an ethicon eea (end-to-end anastomosis) stapler, later identified by surgical staff as the proximate intraluminal stapler, was inserted into the sigmoid colon, and the center post was advanced through the side wall as well, so as to create a side-to-end sigmoid-to-rectosigmoid anastomosis. The surgeon proceeded with firing the eea stapler in the correct manner, but the device did not fire properly and did not cut the tissues. (As it was explained to risk mgmt, the device is intended to cut the tissue to provide an appropriately smooth edge for a successful anastomosis. This task occurs in add'l to stapling). The surgeon was then forced to perform an end-to-end, hand-sewn anastomosis. This event did not place the pt at risk of harm, nor did pt experience any complications, although the length of the surgery (thus the pt's time under anesthesia) was extended as a result of the hand-sewn anastomosis. Unfortunately, the surgical staff discarded the failed device, which prevented risk mgmt from obtaining identifying info, such as model, catalog, and serial numbers.